Event description:
Stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant is unknown. The vessels were reported to be moderately tortuous with slight calcification. It was reported that the patient was not a good surgical candidate. The physician was able to place the stent graft however, upon final angiogram there was a type I endoleak. The patient's aortic neck was too short to place an aortic cuff. The physician elected to angioplasty the stent graft but, the type I endoleak did not resolve. The physician will monitored the patient's aneurysm. At the one month follow-up the patient was fine and the physician does not feel further intervention is needed at this time. There is no further information for this case. No additional clinical sequelae were reported and the patient is fine.